Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the handle was difficult to move. The device was returned fractured. It is unknown what caused the fracture. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device was returned for the black handle being hard to move but in fact the needle tip is fractured as seen in the photos marked overall and fractured tip. The sutures and anchors were returned as seen in the photos marked sutures and anchors, overall and anchors. Item and lot numbers are not confirmed to match the complaint as they are not etched on the part. The device has been cycled twice as seen in the photo marked tube pusher assy. The fracture site and type is consistent with juggerstitch mensical repair device curved needle insert fracture in which bending overload type of failure was identified. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.